Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a decrease in power consumption starting (B)(6) 2017 to parameters outside the normal operating range. 9 low flow alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula or the outflow graft, poor vad filling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had low flows. A sudden flow drop was seen in the log files. The patient was hospitalized and the vad remains in use. No patient complications have been reported as a result of this event.